Event description:
It was reported that the shaft separated. A 4.0mm /1.5cm/140cm small peripheral cutting balloon was selected for use. Upon preparation, resistance was met when removing the cap covering of the balloon thus, and it was pulled forcibly. Consequently, the shaft got torn/separated and could not be used. The procedure was completed with a different device. There were no patient complications reported.